Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, fiber was seen on iol.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The used company cartridge was not returned for evaluation. A contact lens case was returned, which was stated to have the indicated fiber inside. The returned contact lens case was sent to the particle lab as received. The case was not opened at the manufacturing site. The particle returned in the contact lens case in the indicated side for this file was tested by the ftw particle lab. The lid was removed from the indicated side. The interior of the well was visually and microscopically examined, and the presence of a foreign material was confirmed. Microscopic examination showed two black fibers up to 720 m in length. The fiber was isolated and analyzed using microscopic fourier transform infrared spectroscopy (micro ft-ir). Comparison of the fiber¿s generated spectra to a library of spectra found the best match to be cotton. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. A qualified lens was indicated. The handpiece and viscoelastic information was not provided. The root cause for the reported fiber cannot be determined. The company cartridge complaint product was not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. A contact lens case was returned, which was stated to have the indicated fiber inside. The fiber was isolated and analyzed using microscopic fourier transform infrared spectroscopy (micro ft-ir). Comparison of the fiber¿s generated spectra to a library of spectra found the best match to be cotton. Cotton is a common fiber found in many environments. The origin of the fiber cannot be determined.